Event description:
The complainant reported that the physician implanted a obtryx curved single system device during a therapeutic mid-urethral sling procedure performed in the past year (date unknown) on a female patient. Post procedure, there was some infection found at the incision site. The physician then performed an additional patient procedure and removed the infection by snipping out the infected tissue. The area was then sutured back, and the patient was reported to be fine.

Manufacturer narrative:
The lot number of the obtryx curved single system is not known; therefore, the device manufacture date and expiration date can not be determined. D6: the implant date is unknown. The complainant indicated that the device would not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available; at this time we are unable to determine the relationship between the device and the cause for this event.